Event description:
Patient (user) reported she acquired a bladder infection in early february and spent 4 days in the hospital. She was given an antibiotic and recovered fully. No injury or product problem was reported. Patient stated she was not following the technique advised by her doctor which called for cleaning the area. She said she contaminated herself as a result.